Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the device failed functional tests with hand piece motor fault. Motor/gearbox pn: 91000516 stalls and locks up. Motor is extremely corroded. No further investigation is required. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, heat built up in the device while being used by the surgeon.